Event description:
Olympus was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) procedure pt expired. The cause of pt's death is unk. The user facility did not allege the device to be the cause of the pt's outcome. Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the event but with no further details provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The device was inspected with a borescope and found rough edges on the bending section cover glue and there was restriction noted in the biopsy channel. There was a leak found in the forceps elevator channel. The distal end cover was cracked with nicks and dents and pin holes, which caused the device to fail insulation test. The exact cause of the pt's outcome could not be conclusively determined. The device was refurbished.